Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, an acute bend was observed in the mapping catheter near the connector, as well as a split/separation of the mapping catheter introducer. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020 lot number 215596012 showed the service loop was intact, but the shaft was kinked at 1.64 inches from the proximal end attachment with the lemo connector. Additionally, the introducer was broken from the torquer. Product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported kink and broken introducer issues were confirmed through product analysis. The reported mapping catheter failed the returned product inspection due to the shaft kink and broken introducer. If information is provided in the future, a supplemental report will be issued.